Event description:
A surgeon reported that following implantation of an intraocular lens it was noted that there was a crack on the anterior surface of the optic. The lens remains implanted. There was no patient impact/injury associated with this event.